Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for low battery and power error. Customer states she is unable to complete pump rewind. Advised pump will need to be replaced. Advised to revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.